Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 259 mg/dl. The customer alleged the insulin pump was under delivering insulin due to blood glucose was not getting down. Customer stated that they performed displacement test and high-pressure test. Insulin pump did not pass high-pressure test and passed displacement test. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.